Event description:
An attorney alleges the patient died and the death "was brought on by a myocardial infarction, a condition which the ICD and defibrillation lead were designed and manufactured to prevent." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. The device is part of the advisory for this model. It is not known if the device was explanted post-mortem. There was no indication the death was device related; the cause of death has been requested but has not been received.